Manufacturer narrative:
This malfunction was reported to fisher & paykel healthcare. The product is not sold in the USA but it is similar to another device which is sold in the USA. The returned devices have been evaluated. Pressure tests have been performed on the circuits to detect the leak. Results- pressure tests were carried out on the 4 breathing circuits, 2 of the 4 breathing circuits had a failed leak in the water trap. Our breathing circuits are pressure tested during production and those that fail the test are discarded. The leak is likely to have been from loosening of the plastic components post production. Conclusions- the devices were out of specification for 2 breathing circuits due to leak in water trap. We are aware of other such complaints with an occurrence rate of 0.00016% for the last year. Our records indicate that this is the only complaint of this nature for the given lot numbers.

Event description:
A hospital reported that there is a leak in the water trap of an rt212 adult breathing circuit. The volume of leak was very little and was noticed when a ventilator was used as a pre-use check for leaks. No pt injury was reported.